Event description:
It was reported that the patient presented at the emergency room with complaints of continuous shocks. It was noted upon interrogation that the pacing impedance had increased and the patient had received several shocks due to possible fracture on the right ventricular (rv) riata lead. The rv lead was capped (B)(6) 2021 and replaced. The patient was stable and doing well.